Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced symptoms of disoriented, confused, fatigue, a loss of consciousness and an epileptic seizure. The customer was unable to self-treat and a third party administered nasal spray baxini glucagon for treatment. The healthcare professional (hcp) only checked blood levels (unspecified) and blood pressure (unspecified), and no additional treatment was provided. There was no report of death or permanent impairment associated with this event.